Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11562. It was reported the patient had decided the stimulation was not helping her pain. The patient requested the scs system to be removed. The physician explanted the entire system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.